Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device was alarming "no disposable, clamp tubing". The pump was powered off and back on, but kept alarming. It was turned off and on again and the settings were verified. The clamp was closed, and the cassette and was removed. Air bubbles were noted in line. The tubing was massaged, the cassette was reattached, and the line was unclamped. The pump settings were verified along with the medication label; unfortunately, the alarm still persisted. Troubleshooting was repeated. The reservoir volume was 104ml, rate 2.2ml/hr, and 8.6ml was given. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.